Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room and was treated with IV fluids of saline and consumed carbohydrates. Reportedly, the customer was released from the ER several hours late on the same day, (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.